Event description:
It was reported that a malfunction occurred on the customer's pump after being dropped three days ago. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).